Event description:
Patient allegedly received a skin burn during an electrotherapy treatment. No other incident details were available at the time of the initial report.

Manufacturer narrative:
Awaiting additional investigation details and device evaluation. The final results will be reported via the form 3500a.